Event description:
The received report state that when opening an exam using the xiris bridge and isite pacs, customer is unable to see all images in the allotted window.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Based on the available information at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process of obtaining additional info regarding this issue and the complaint is still under investigation.